Event description:
(B)(6) 2026. The patient was admitted for neonatal respiratory distress, having exhibited labored breathing for approximately half an hour. Upon admission, the patient was experiencing respiratory distress and was breathing with a moaning sound. Upon admission, the patient was administered oxygen and an intravenous line was established for fluid therapy. Exudation was observed at the site of the indwelling catheter, so the catheter was replaced. During flushing of the new catheter, exudation was observed at the site, rendering it unusable. This was immediately reported, and the catheter was retained. A replacement catheter was administered, and the aforementioned issue did not recur.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.